Event description:
During implant surgery, the tunneling tool did not reach the midline incision. The tunneling tool carrier tip broke inside the pt. The surgeon made a separate incision and removed the tip from the pt. The surgeon completed the implant procedure without further complications. The pt is reportedly doing will.